Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0q1gg, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the caller was wondering if the patient can use an external tens unit for some neck pain. The patient was taking pain medication for this but it¿s still bothering her. Caller states it¿s not related to the device therapy. A urinary tract infection was reported. Caller states it will take another week for this infection to clear up so they had to postpone her surgery. They cancelled the surgery twice because, the first treatment didn¿t clear it up. Patient services asked caller if this surgery he was referring to was related to the neurostimulator device. The caller states no. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.